Event description:
It was reported by the patient that the patient recently went through the "fractured lead debacle" for a right ventricular lead implanted about 11 years earlier and had not received the patient notification about the recalled lead sooner. The lead status is unknown. No patient complications have been reported as a result of this event.